Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.0mm diameter by 18mm length s670 stent was implanted in an excessively tortuous proximal/ostial lesion in a saphenous vein graft to the right coronary artery of a patient in 2002. The stent was successfully deployed at 16 atm at the target lesion with proximal end of the stent extended into the aorta and flared during post dilatation with 3.5mm diameter balloon. Good flow was established and the procedure was completed. The patient returned for a follow-up procedure due to recurrent limiting angina in may 2002. The angiograms in the procedure appeared to show a gap between the s670 stent struts at the location of the bend of the vessel. There was an approximately 70% lesion located at the area of this apparent gap. The lesion was then treated with the deployment of another manufacturer's stent and there was difficulty. In placing the guide catheter during the procedure because the previously deployed s670 stent was flared at the ostium of the vessel. A 3.5mm diameter by 12mm length stent was successfully deployed inside the s670 stent, thus, treating the area of stenosis in the previously deployed stent. After the deployment of the stent, it was noticed that approximately four (4) mm of the proximal section of the s670 stent was extruding at an angle into the ascending aorta. The saphenous vein graft lumen was widely patent and the patient was asymptomatic. No further treatment was deemed necessary and the case was completed. During the first week in august 2002, the patient returned with chest discomfort and angiograms revealed the saphenous vein graft to the right coronary artery had restenosed. It was noted at that time that the proximal (4) mm section of the s670 stent that was previously located in the aorta was no longer present. Attempts to locate the missing (4) mm section of the s670 were unsuccessful. This section of the stent remained in the patient's arterial vasculature and the restenosed vessel was subsequently treated with angioplasty. The patient was reported fine post procedure and there are no additional clinical sequelae reported related to the event. It was concluded that off-label use in a saphenous vein bypass graft and the vessel's severe angulation contributed to the apparent gapping in the stent. The introduction of another manufacturer's stent into the s670 stent contributed in the proximal section of the s670 stent extruding at an angle into the aorta and over time becoming detached into the patient's arterial vasculature.